Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that there was solution in the chamber and tubing above the nypro check valve; no solution was noticed below the check valve. Visual inspection verified correct direction of the check valve. Pressure testing was performed and a blockage was verified. When air was passed through the valve, initially the set was blocked but then unblocked after several seconds. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid did not flow into the tubing of a continu flo luer activated set. One end of the set was attached to a solution bag and the other end was attached to the patient when this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.